Event description:
The customer reported uncommanded fast stop errors upon pressing of the fluoroscopy switch. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was evaluated and adjusted to the correct voltage. The system was tested and found to be working as intended and returned to service.